Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9, with a fault ID available. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support provided pump reset information, assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction codes reappear, which the customer understood.